Event description:
A customer reported to baxter (B)(4) of a secondary medication set in which upon opening the pack, it was noticed brown staining marks on the bag spike .there was no patient injury or medical intervention necessary since it occurred before usage of the set. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A customer reported brown staining marks on the bag spike. Batch file review did not reveal any issues related to this reported condition . An actual sample was available at the plant for evaluation. Visual inspection revealed that the spike had some brownish stains on the spike hence reported problem was confirmed. The cause of this condition is unknown.